Manufacturer narrative:
Continuation of d10: product ID: d-evprop34 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, a misload occurred when a crown overlap to the 4th node was detected during loading check. The valve was attempted to be deployed, however infolding occurred during first deployment attempt. The valve and delivery catheter system (dcs) were retracted and replaced. The replacement valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: product ID 23 mm true nc balloon (unknown serial/lot); product type: balloon; implant date n/a; explant date n/a additional codes - imf health impact code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the implant of the valve, the misload was identified by fluoroscopy. The misload was not due to a new valve loader. The misloaded resulted in a procedural delay. Per the physician severe aortic valve stenosis and pre-dilation with a 23 millimeter (mm) non-medtronic balloon (true) contributed to the infold.

Manufacturer narrative:
Updated h.6 product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received via tnt in original packaging inside a jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. All leaflets were flexible and intact; no tears or damages were observed. All leaflets were in a closed position. All commissures were intact. The valve was placed in a cold saline bath to perform loading simulation per instructions for use. Upon loading, both frame paddles remain seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was then fully advanced over the valve to complete the loading process. No visual or tactile anomalies were noted during the loading simulation. To evaluate against the reported event of infoldings, the valve was deployed in a body-temp (approximate 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; no anomalies were observed. The valve continued to be deployed up to the point of no recapture without issue. The valve was fully deployed. No anomalies were noted during the deployment simulation. Conclusion: three static images were provided for review of the event description above. Fluoroscopy valve load inspection was performed and a misload was present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload, thus the valve and delivery catheter system (dcs) should be discarded, and a new valve should be loaded onto a new dcs. It was reported that a misload was identified; however, for unknown reasons, the valve was not discarded and was implanted resulting in an infold. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.